Manufacturer narrative:
A ge service rep performed an on-site investigation. The left monitor was replaced. The system was then found to be operating as intended.

Event description:
The field engineer reported that the left monitor was defective and the live image was unavailable. There is no report of pt injury.